Manufacturer narrative:
The device was returned and evaluated. There were few findings. The angulation in the upward direction and gap of the up/down knob was out of standards due to worn out angle wire. Foreign material comes out of the jet tube and there was no water flow due to blockage of jet tube unit. The light guide bundle was damaged and light guide lens was broken. The adhesive of the bending section cover was broken. Suction valve was not separated. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The field service engineer on behalf of the customer reported, the suction button was deformed and foreign object was caught in the suction channel. The issues were found during maintenance. The intended diagnostic procedure was completed with a similar device without any delay. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, there was a delay in the start of the pre-cleaning, water was aspirated through the instrument/ suction channel with a suction pump, the auxiliary water channel was flushed with water by using the flushing pump or manual, the manual cleaning was performed within an hour after the procedure, the device passed the leak test, and the device was appropriately rinsed before manual disinfection. The event can be detected/prevented by handling the device in accordance with the following instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) 5.4 leakage testing of the endoscope gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information regarding related complaint and update to device evaluation findings. Upon further device evaluation, the allegation "suction valve is stuck" and "foreign object is caught in the suction valve" was not confirmed.

Event description:
The customer reported that the suction valve was stuck. Patient identifier: (B)(6) captures complaint on mh-433 (suction valve).